Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1, product ID: bi71000335. H3, h6: a software analysis was initiated. However, the software evaluation found that not a software issue. Complaint data analysis found the event is due to a hardware issue as per salesforce adjusted the door closed signal switch. Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. They found that the gantry would not move to docking position on y direction even when it could move all the way up / down away from docking position and the door open message was present when rotor door was physically closed. Adjusted the door closed signal switch. Re-homed the system. Docked the system without any error or messages. System working as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the system was unable to dock and was unable to spin. Site used another imaging system to complete the case. No additional information provided. (B)(6) 2024 interface update(rep): additional information stating that found the door open message was present when rotor door was physically closed.